Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor of ophthalmology reported that six years following a cataract extraction with an intraocular lens (iol) implant procedure, glistenings are observed. The patient reports blurry vision. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: the product was not returned. The provided photo was reviewed by a company physician. Photo evaluation: apparent dense light scattering/artifacts may be microvacuoles located in what appears to be the iol body. Potential affect on patient's vision cannot be assessed based on one photo. Observation may be compatible with glistenings. The manufacturer internal reference number is: (B)(4).